Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is being considered for a revision due to loosening; attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information. Medical products - unknown liner, p/n unknown l/n unknown, unknown head, p/n unknown l/n unknown, zimmer hg shell, p/n unknown l/n unknown, therapy date - unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of radiology report indicated the stem was fractured, malpositioned, possibly loose, and somewhat small which may increase the risk of stem fracture; however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient has been indicated for revision due to femoral stem fracture. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is being considered for a revision, however the reason for the revision is unknown.